Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was on his jet skis and fell into the water. After the moisture exposure, the insulin pump alarmed button error and failed battery test. The patient's blood glucose at the time of incident was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. Unable to confirm the failed battery test and unexpected battery out limit due to the unresponsive buttons. Unable to perform any tests due to the unresponsive buttons. The pump was received with moisture damage on the electronics assembly, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.